Event description:
It was reported that the patient experienced dizziness. Upon review, it was noted that the left ventricular (lv) lead exhibited a fracture. While attempting to explant the lv lead, it was noted that the lead was tethered to the site of insertion. The lv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.